Event description:
Regrettably, I got mentor silicone gel implants implanted into my chest in (B)(6) 2012. I was a very healthy, married mom of 3. Soon after implantation, my health started to decline. Six years later, I have severe health issues. I was diagnosed with adrenal fatigue which results in hypoglycemia, and limited movement. (Not convenient when you have children.) I was also diagnosed with hypothyroidism, and have to take a thyroid medication now. I also have ibs, food intolerances, ringing in ears, swollen lymph nodes, severe anxiety, forgetfulness, dark melasma on my face, and sinus allergies. I'm only (B)(6), and prior to implantation, didn't have any health issues. This has obviously effected my quality of life. I haven't been able to exercise because anything strenuous cause low blood sugar. Whereas 6 years ago. I was very active. I'm not able to play with my kids anymore. (B)(6), they wonder my mommy is so young, yet so limited. I can't enjoy gardening anymore, and need help performing simple tasks around our home. I have scheduled a surgery date for explantation for (B)(6) 2018. This will cost my family (B)(6). Our wonderful insurance will not cover the explant fee. If I would have known that these mentor silicone gel implants would have caused so much disruption to my health and life, I would have never gotten them implanted. I though that getting implants would be a nice gift and a way to give back to myself after having 3 children, boy was I wrong. I feel like 6 years of my life has been robbed, and I can't wait to explant, and get my life back. Crazy enough, I've come across many other women going through the same situation as myself with similar symptoms. Please do something. And please help me financially if possible. Thank you.